Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited intermittent loss of ventricular output. The device was reprogrammed. The patient was asymptomatic and doing very well.